Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise, no capture at maximum outputs, and high out of range (oor) pacing impedances on the right atrial (ra) lead, measuring greater than 3000 ohms. An x-ray was performed and no issues were seen. The physician suspected a setscrew header connection issue. Subsequently, a revision procedure was performed. The ra lead was removed from the device header and tested on the pacing system analyzer (psa) . All lead measurements were within normal limits (wnl). The ra lead was reinserted into the ICD header, which resolved the issue as the lead measurements were wnl. This ICD and ra lead remain in service. No additional adverse patient effects were reported.